Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular patient output connector was broken. Analysis also found that a plastic "part" was fixed inside the battery drawer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular connector was broken. The external pulse generator was returned for service. There was no patient involvement.